Event description:
The facility reported an infusion pump with a failure code 810:11 which occurred while infusing on a patient. The facilty rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event.

Manufacturer narrative:
The device involved was received for evaluation.